Event description:
Unable to deploy 5.0 biliary stent. Unable to deflate balloon without risk of losing stent. Balloon, catheter, and stent pulled back to femoral artery. Femoral artery cutdown unsuccessful in retrieving stent. Stent deployed in femoral artery and artery repaired.